Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead had failed to convert ventricular tachycardia and ventricular fibrillation with shocks. The lead was capped and replaced on (B)(6) 2021 without issue. Arrhythmia was resolved with the new implant successfully. The patient was stable